Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to accurately indicate that the initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cable issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The cable was found damaged and caused the unit to produce a distorted image. The customer¿s reported cut occurred in the insulation, close to the video processor connector. Additionally, the labels on the unit were found discolored and unreadable. There were also minor dead pixels in the charged coupled device unit (ccd). If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd camera head due to a cut in the cable compromising the video feed noted during procedure preparation. The above event had no patient harm reported. During the device evaluation, it was confirmed that the unit was experiencing image distortion due to a faulty cable. This report is being submitted to capture the confirmed image distortion found during the device evaluation.